Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter powering off during use began on (B)(6) 2011 at 5 pm. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue, he denied making any changes to his usual treatment. He informed this mss that in the while he stopped testing completely. The patient claimed "48 hours" after the alleged issue started he felt "a fast heartbeat", which he associate to a hyperglycemic state. He denied receiving any form of medical treatment due to his symptom. The patient reported that the next morning his mother came over with her meter and he was finally able to check his glucose. Reportedly he obtained a result in "400 mg/dl" range, and then he confirmed that he was able to dose his insulin treatment accordingly. The patient stated that after a few hours of self treating he felt better. During the initial call with customer service, the agent noted that the batteries did not need to be replaced and there was no misuse of the device. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on october 25, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/ dead battery. During pa testing, the battery was replaced and meter worked properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.